Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error message e315" was presumed to have been due to water invasion of the scope connector while the user was handling the device which led to an abnormality of electronic parts. As a result, error message e315 was displayed temporarily. The suggested phenomenon of "foreign material in the channel" was confirmed as material in the auxiliary water channel - however, the foreign material in the auxiliary water channel was unable to be further specified. Moreover, no any obvious deviation of reprocessing was observed. Therefore, the cause of the remaining foreign material could not be presumed from the obtained information. The user may detect the suggested phenomena by handling the device in accordance with the following instructions for use (IFU): ·inspection of the endoscopic image ·inspection of the instrument channel the user may reduce/prevent occurrence of the suggested phenomena by handling the device in accordance with the following IFU: ·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage. ·if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Additionally, during the repair process the technician identified remnants of white crystallized contamination which is believed to be a simethicone type product within the auxiliary channel within the control body. Additional findings included: the light cover glass cracked, the light cover glass and optical cover glass both had worn adhesive, the distal end adhesive lifting, the light guide tube had evident condition delamination and condition mark evident. The suction connector (s-connector) had excessive fluid ingress and the angulation had manipulation defect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope showed error 315 (no image) during preparation for use. There were no clinical impact or infectious diseases, and the procedure was completed with another similar device. Also, there was no delay in the procedure noted. The device was also inspected prior to use. There were no reports of patient harm.